Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Moisture damage was noted on the motor assembly. Unable to verify the button error alarm or frozen screen due to the blank display anomaly. The insulin pump was also received with cracks on the case and display window corners.

Event description:
The customer called to report a button error alarm. Troubleshooting was performed, but the issue was not resolved. The customer later called to report damage to the insulin after accidentally putting it in the washer. Advised that the insulin pump would be replaced. Nothing further was reported.